Event description:
A surgeon reports a third patient with an unexpected post-operative refraction following intraocular lens (iol) implant surgery. The other two cases were previously reported: MDR #1119421-2007-00418, MDR# 1119421-2007-00419. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 10/01/2007 by fax and mail. A completed questionnaire has not been returned.